Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was alarming due to an electrical reset that had occurred ten days prior. Interrogation of the device revealed that a device memory error was the cause of the reset. None of the programmed parameters were changed as a result and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694265 implantable tachy lead 2001 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. A power on reset (por) for write to locked ram occurred on (B)(6)-2013. A patient alert for por occurred on (B)(6)-2013.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.